Manufacturer narrative:
One new fault alarm was recorded in the driver's alarm history file. That fault code can occur as a result of secondary motor engagement or during secondary motor testing as part of the servicing process. Visual inspection of external components found cosmetic damage to the left battery indicator display cover and the right foot of the rear housing was missing. Visual inspection of internal components found damage (crack) to the front housing, a broken scotch yoke on the piston cylinder assembly and a melt marking on the speaker to lcd ribbon cable. This occurs when the ribbon cable is exposed to heat from the primary motor. Scotch yoke damage condition, as found, would prevent the driver from operating on the secondary motor. Despite the scotch yoke damage, the driver passed functional testing, which tests driver operation on the primary motor. The customer reported fault alarm was confirmed based upon the fault alarm recorded in the driver's alarm history data file. The most likely root cause is activation of the secondary motor based upon the fault code recorded and the broken scotch yoke found during inspection. The root cause of the secondary motor activation is unknown. Circumstances related to patient condition cannot be investigated. The broken scotch yoke is the root cause of the device malfunction. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. (B)(4) follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. After further investigation, the alarm seemed to have been triggered by the patient's high blood pressure. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.